Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur address the issue.

Manufacturer narrative:
The reported issue was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedures that had occurred several months prior to the observation date. Based on the time line the device entered the service application state on 1/8/2020 and stimulation had ended in that approximate time frame based on the total stimulation on time.